Manufacturer narrative:
Device was used for treatment, not diagnosis. The customer called in a service request for this item on 12.05.2014 for: colibri send in for evaluation and repair. Device is noisy and makes a grinding sound. During the previous 6 months, the item was returned on: 12.05.2014 due to motor seized, rough running, defect. The following complaint description has been reported: colibri send in for evaluation and repair. Device is noisy and makes a grinding sound. The investigation is based on the service & repair record received. The device failure reported by the customer could not be confirmed. The service history review shows that the previous service condition from (B)(4) 2014 is relevant to the current complaint issue. Device was repaired due to: motor seized, rough running, defect, then it came back the service center one month later but no failure could be identified. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken: no repair okay. During the pre-repair diagnostic assessment the service technician identified the following failure: no failure identified. The probable root cause of the event was determined to be no failure identified.. The device was returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: device is noisy and makes a grinding sound. This is report 1 of 1 for (B)(4).